Manufacturer narrative:
B3: the issue occurred in february or march of 2026. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that tracheostomy tubes had the inner cuff inflate when air was added to the outer cuff, which prevented the patient from speaking. This issue was identified after the devices were placed in the patient¿s airway. No adverse effects occurred, as the patient was continuously monitored. There was patient involvement and no patient harm.